Event description:
The customer reported via phone call that she experienced a high blood glucose of 395 mg/dl and was hospitalized with diabetic ketoacidosis on (B)(6) 2015. Customer stated that she changed her infusion set on friday and on saturday, her blood glucose was rising. Customer had high ketones and went to the emergency room. Customer then changed her set and saw a bent cannula. Customer changed the set and went home. Customer was wearing the pump at the time of the emergency room visit. Customer mentioned that in previous high blood glucose incidents, the issue was resolved with a set change. Customer's current blood glucose was 159 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.